Manufacturer narrative:
Visual inspection was performed on the returned device. The reported separation was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported separation could not be determined. Possible factors that may cause a separation include, but not limited to, manufacturing or inadvertent mishandling during unpacking/protective sheath/stylet removal. In this case, it is possible that during removal of the mandrel/stylet the tip became separated; however, a conclusive cause cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. E1 correction: initial reporter updated from non-abbott reporter- (B)(6) physician g2 correction: other report source updated; added other- (nmpa).

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the once the 4x30x135 viatrac plus balloon dilatation catheter opened the tapered tip was observed to be separated. Therefore, a new unspecified balloon was used to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.